Event description:
It was reported that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited noise. In clinic lead integrity testing included, isometric maneuvers and device manipulation, but could not replicate any noise on the lead. A technical service (ts) consultant reviewed device disk analysis, noting rv sensitivity previously adjusted to 5v fixed in an effort to mask noise/artifact. Rv thresholds are stable at 0.7v and impedances are stable. Ts advised the noise does suggest a potential compromised lead. Sensing appears normal since implant in (B)(6) 2016. The noise events seen from march to may, all were between 6:30-7:00 am. The noise resulted in oversensing greater than 1 second. Ts provided recommendations to monitor the patient closely over the home monitor. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted . As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.